Event description:
It was reported that while completing servicing, the getinge field service engineer (gfse) found that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: (name - (B)(6), occupation - biomed contact - +(B)(6)). A getinge field service engineer evaluated fiber optic connector identified as broken, when completing coiled cord field action. Other than that, unit fully functional. Replaced broken fiber optic connector. Customer kept broken fiber optic connector for educational purposes for measurements and calibration information.